Event description:
Right percutaneous nephrostomy for surgical access. Several attempts made to gain access to the kidney. Using a 18gx15cm chiba access needle and a cook roadrunner uniglide stiff angle wire the needle was wedged against a kidney stone, as wire was advanced and withdrawn, the hydrophillic coating sheared from the wire. The wire and coating were both removed from needle and pt without harm.